Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'flow rate' was reproduced. The device was tested for flow accuracy and over delivered with 7.2775%. A review of the event history log (ehl) revealed infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel. The pressure plate travel will be readjustement to correct the reported problem. An over or under infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.